Event description:
It was reported that, at implant, the pt's device showed <3 yrs battery life, which was unexpected. It was stated the device showed "39-42% of capacity remaining and 19-32 months longevity." Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).